Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. A nurse report tot the doctor that there were lost pedal pulses in both feet. Unable to doppler. Right foot (impella side) cold and white, no cap refill. Able to doppler popliteal pulse. Left foot cool to touch and has red blotching on toes, petechiae looking. The doctor would like to place external fem-fem. It was further reported that the doctor attempted for two hours to get left femoral access using ultrasound at bedside which was unsuccessful. Doctor spoke with the intensivist and it was decided to place vascular consult. However, it was reported that the following day care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.